Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. In addition, it was reported that a cartridge alarm occurred during the load sequence. The customer over filled the cartridge. Tandem technical support educated the customer on cartridge labeling. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.